Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained using non-vitros mas lot 2703 with vitros tsh lot 7110 on a vitros xt 7600 integrated system. The assignable cause for the higher than expected mas level (B)(4) results obtained is unknown. A review of historical quality control results for tsh lot 7110 indicate that the mas qc results were accurate but imprecise leading up to the day of the event. Continual tracking and trending of complaints has not identified a possible issue with mas lot 2703 quality control fluids in combination with vitros tsh reagent lot 7110. An instrument related performance issue is not a likely contributor to the event as within run diagnostic precision testing with total thyroid control fluids was within ortho acceptable guidelines.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected quality control results were obtained using non-vitros mas lot 2703 with vitros tsh lot 7110 on a vitros xt 7600 integrated system. Mas level 1 lot oim27031a results of 0.275, 0.274, 0.250, 0.255, 0.259, 0.246, 0.275, 0.255, 0.250, 0.645, 0.588, and 0.538 miu/l vs. The expected result of 0.1795 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected mas qc fluid results were from non-patient fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number two of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).